Event description:
A distributor reported on behalf of a customer that the aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm device was used in a hip arthroscopy surgery on 04feb26, and ¿the aes-50sl tip was damaged during surgery, the head came off.¿. The procedure was completed with the use of an unknown alternate device. Further assessment found "the electrode detached from the radiofrequency tip and remained inside the surgical site. The electrode was successfully retrieved¿. Using a surgical grasper.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event right tip detaching from the wand is confirmed. The device is not being returned; however, photographic evidence has been provided and compared to p000013142 rev. F. The root cause cannot be determined, however, based upon the photo, the likely cause of this event was excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 55 reports, regarding 57 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised not to use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. We will continue to monitor per regulatory requirements to help ensure patient safety.